Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 312 mg/dl. Reportedly, the customer filled the cartridge with cold insulin, and reportedly they were not performing the proper air removal process. Tandem technical support educated the customer this was off-label. The pump supplies were changed to address the issue. Reportedly, customer reverted to an alternate pump for insulin therapy and also confirmed that manual injections are available.